Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿solution popped the luer cap off¿ of a homechoice cassette. This was noticed during priming. During follow up with the patient, it was reported that the solution would go around the cap, but was not leaking (no further information). The patient confirmed that everything was properly tightened and no damage was noted on the cassette or in the cassette tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.